Manufacturer narrative:
Investigation is still in-progress. If additional information is received regarding the investigation, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).

Event description:
The customer reported that they were getting inaccurate readings when using the device.